Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24381. It was reported the patient has experienced painful stimulation in his kidneys, and his scs system is auto-reducing when attempting to increase the stimulation amplitude. An sjm representative met with the patient but was unable to resolve the issue with reprogramming. A CT scan performed showed there appears to be a gap in one of the patient's scs leads. Surgical intervention to address the issue is planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.